Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a damaged battery was not confirmed during service evaluation. However during review of the event history log the quality engineer has identified c.017 battery as the as confirmed problem code. The assignable cause was a low battery alarm as a result of depleted main batteries. The main batteries were replaced to correct the reported condition. The user interface module software version is 5.09.90. A service history review revealed that this device was previously serviced for the reported condition. During previous service the main batteries and battery harness were replaced. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.